Event description:
It was reported that this device declared code 1003. Surgical intervention was performed to explant. It was determined that therapy was not turned off and patient received three inappropriate shocks during the procedure. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.